Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Evaluation and investigation is in process. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that during surgery upon removing the or drapes at completion of the procedure, a 1 cm x 4cm superficial burn was noted below port on patient shoulder from the realign device. No additional information is available. Diligence is complete. No additional consequences have been reported as a result of this malfunction.